Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a hypoglycemic event occurred. The patient reported that after installing the sensor she noticed the sensor pod was already broken. Because it was her last sensor, she tried to tape it together to make it work. She went to bed during the warm-up period so did not know if it completed the warm-up or provided any readings. She uses only a receiver, so she has no followers. Her children found her unresponsive in the morning. She is unclear whether the device was giving any error message and is unsure but thinks the screen may have been blank at the time. Because she was still unconscious, she did not know whether the transmitter had fallen out of the sensor pod. Her family called emergency medical services (ems). She did not wake up within 10 minutes, so she was taken to the hospital by ambulance. She did not know what treatment was provided by ems. Her bg was taken by ems or the hospital and was 16 ml/dl. She stated that she was given IV glucose at the hospital and the doctors had a hard time bringing her glucose up. She later woke up in the hospital and was discharged that afternoon. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.